Event description:
Boston scientific received information that the leads were mistakenly switched in the implantable cardioverter defibrillator (ICD) header. It was identified shortly after a device replacement procedure. The pocket was then reopened and the lead was inserted into the correct port. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.